Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: unknown. Event description: report from the sales rep. When the staff tried to put on the obturator and cannula during the procedure, the wing tab was damaged. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. One of the wing tabs of the cannula was broken. The broken wing tab was scratched. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep. When the staff tried to put on the obturator and cannula during the procedure, the wing tab was damaged. The case was completed with the new one. Initial investigation report. The event unit was returned to us and visually inspected. One of the wing tabs of the cannula was broken. The broken wing tab was scratched. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.